Event description:
The device system was used to deliver baclofen.

Event description:
The patient had a smaller pump put in. The patient's skin was breaking down over the pump. They were planning to switch the patient over to oral meds and take out the device system completely as a smaller pump was not available. Additional information has been requested, a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. Hcp reported the patient needed a smaller pump. The event was skin erosion not pump erosion. Hcp made the necessary adjustments and the patient was fine.

Manufacturer narrative:
(B)(4).